Manufacturer narrative:
Insulin pump passed displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Pump error 63 alarm during self test and confirmed in the insulin pump history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's buttons were unresponsive and had hardware low level failure alarm. Blood glucose level of the customer was 5.5 mmol/l. The customer was assisted with the troubleshooting. It was reported that the customer was able to clear the alarm and able to rewind the insulin pump but the error alarm recurred. The insulin pump will be returned for the analysis.